Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the diagnosis was completed with the help of another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk was full. Review of system logfile showed malfunctioning frontal ip-pc. Upon functional testing fse found that there was issue with image hard disc drives. To resolve the issue fse replaced 2 image hard disk drive and recreated image store which fixed the system temporarily, after 2 weeks fse replaced ippc. After this, the system was returned to use in good working order.

Event description:
It has been reported to philips that the image disk was full, which would prevent imaging. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.